Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction nipple loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, our technician confirmed that the segment fluid damage, the ccd module with drive pcb fluid damage, the ccd drive pcb fluid damage, the insertion flexible tube coating damage, the light guide cable coating damage, the light guide cable compressed (short in length), the angle wire play, the insertion flexible tube attaching nut corroded, the forward body frame corroded, the mechanical base plate corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the shield cover corroded, the nozzle gluing missing, the segment crushed, the bending rubber leak, the remote control buttons leak, the remote control buttons cut, the objective lens scratched, the ccd drive pcb malfunction, the junction case loose, the lg prong top loose, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the insertion flexible tube lump/wave, the light guide cable lump/wave, the segment steel braid rupture, and the ccd module with drive pcb blackout; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Suction nipple loosened.